Manufacturer narrative:
(B)(4). Foreign matter- hair found in tray. (B)(4). A follow up emdr will be submitted if additional information becomes available.

Event description:
Hair found in betadyne prep tray.

Manufacturer narrative:
One opened sample from the p/n 4468 with lot number 0004133163 was received for the investigation. A visual inspection was performed and found a hair on the sponge p/n 74-671. As a result, the defect reported was verified. The device history review was completed in order to detect any issue related with the defect reported during manufacturing. No issues were found. Bd determines the most probable root cause is related to the manufacturing personnel and not following good manufacturing practice procedures as it could cause hair or any other contamination to fall into the product. The sponge, p/n 74-671, is provided by an external supplier which may also be where the fm was introduced. Personnel were retrained to re-enforce the good manufacturing practices to avoid future contamination. A quality notification was created ans sent to the external supplier of the sponge. No further actions will be required at this time. This failure mode will continue to be tracked and trended.

Event description:
Hair found in betadyne prep tray.